Event description:
The right upper chest, the catheter and skin surrounding the hickman catheter were prepped and draped in the usual sterile fashion. The distal tunnel and the cuff area were anesthetized with 1% lidocaine. The retention sutures were cut and using blunt dissection, the cuff of the catheter was attempted to be explanted. There was dislocation of the catheter at the plastic cuff junction (with minimal retraction to cause this disconnection) with retention of portion of the catheter in the tunnel and intravenously. The patient was placed on the fluoroscopic table and the catheter was visualized to be adherent (fibrosed)to the tunnel via the cuff. The catheter did not migrate. A small dermatotomy was made slightly cephalad to the clavicle and the disconnected section of the hickman catheter was pulled through the dermatotomy. The fibrous sheath from the cuff was subsequently removed and the remaining catheter was explanted from the tunnel in its entirety.======================manufacturer response for bard hickman 9.6 french single lumen catheter with surecuff, (per site reporter).======================unknown at this time. Bard rep was notified.